Event description:
Reporting status: serious injury-permanent damage. Reporting status: myocardial infarction is considered to be irreversible necrosis of the heart muscle. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat a pt who was experiencing severe chest pains, and was diagnosed with acute st elevation myocardial infarction (stemi). A 2.0 x 12 voyager was used to pre-dilate, but the inflations gave the pt a timi 2 flow (ischemia) and he became bradycardic. Atropine was given and a balloon tipped pacemaker was placed. The pt recovered prior to using the pacemaker. After implanting a 4.0 x 28 mm vision stent the 4.0 x 12 mm vision was to be placed. The vision was examined during prep and the stent looked somewhat odd, but the device was still used. Once under fluoro, the stent could not be seen, so the device was removed. The stent delivery system (sds) was examined, and it appeared to have a plastic sleeve covering the stent and balloon. A 4.0 x 18 mm vision stent was implanted successfully. Post stenting pt diagnosed with inferior stemi.

Manufacturer narrative:
Myocardial infarction is listed in the vision IFU as a known adverse event associated with coronary stenting. As there was no reported product malfunction during the time of the stent implant, there does not appear to be any indications of a product quality deficiency. In this case, the EKG/ECG changes appear to be secondary effects of the myocardial infarction, however, a conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined. The 4.0 x 12 rx vision (part 1007850-12, lot 9042041), has been filed under MFR#2024168-2009-01818. The 4.0 x 18 rx vision (part 1007850-18, lot unk), has been filed under MFR#202146-2009-01932.